Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge had been filled with 250 units of room temperature insulin, but the customer did not remove the air from the cartridge. There was no impact to the customer's blood glucose level. The contact declined to stay on the phone while loading a new cartridge.